Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
Additional information - (date of event:) aware date provided.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was broken and the device had a crack on the top case and was missing rubber footing on both plunger cases. A review of the event history log found a motor rate error. An occlusion test was performed and replicated the motor rate error. It was observed that there was wear of multiple moving drive train components and white teflon flakes was found on worm coupling facets. The motor assembly, lead screw, and clutch halves were old and worn out. It was indicated the pump was over 7 years old. Based on the evidence, the root cause was unable to be determined.